Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during ongoing use, the patient presented to the hospital with significant inflammation over the device site. Testing was done, and confirmed the patient developed an infection, and therefore the device and leads were extracted.